Event description:
It was reported by the sales rep ('sr') that the intra-aortic balloon ('iab') was just placed and the intra-aortic balloon pump ('iabp') being used was her demo pump. She related that she had rec'd a call directly to her from the perfusionist. Perfusionist had a fiberoptix sensor ('fos') catheter that did not zero and the sr tried to walk the perfusionist through manual fos cal, however, pump would not allow the perfusionist to use fos as an art line. Sr asked the clinical support specialist ('css') to call the account to help them. Css called and spoke to perfusionist and he related the same story. Css had the perfusionist check "home, show status and under fos status" and perfusionist said that it said "no comm." Css explained the problem and perfusionist stated that he understood that he could use the pump, however, fos was not available. Tomorrow when they take the pt to the operating room, he will change out the pump. Perfusionist stated he has the css cell phone number if he needs help with calibrating the fos. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Add'l info rec'd on 12/22/09, stated chief of perfusion was unable to calibrate due to fos board was identified as being inoperable. Pt was stable and they were running iab as a conventional catheter with centre lumen arterial pressure (ap). Plan was to change pt to ac2w console if required. Field service tech is on site "today" (12-22-2009) to repair this issue. Device will not be returned for eval.